Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the rv defib conductor developed a fracture while in-vivo. The overlay tubing of the lead developed a breach due to a depression while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo. The inner tubing of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was on holiday when they heard an alert and went to the local hospital. The right ventricular (rv) lead rv coil and svc coil impedances were noted to be high. When the patient returned from holiday, reprogramming was performed to turn therapies off. The lead was explanted and replaced a few weeks later. No patient complications have been reported as a result of this event.